Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful bleeding") and dyspareunia ("pain during sex"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dysmenorrhoea, dyspareunia and vaginal haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Further company follow-up with the physician is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful bleeding") and dyspareunia ("pain during sex"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dysmenorrhoea, dyspareunia and vaginal haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.